Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. At around 3:00 am, the cgm was reading 158 mg/dl. However, the patient¿s bg was dropping low, less than 40 mg/dl. She passed out, her dog tried to arouse her, and she was too weak to get up. She scooted herself to the kitchen, opened the refrigerator, and was unable to reach the orange juice so ate an orange from a fruit tray. Emergency medical services (ems) was called and treated her with glucagon. When she was more awake her daughter gave her pineapple and soda. At the time of contact the patient was feeling good and her glucose level was back up to normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.